Manufacturer narrative:
The manufacturer spoke with the physician later that day. The phyiscian stated they had changed the vent filter, down loaded waveforms and were going to send them into the manufacturer. He also expressed to the manufacturer that they were confident in the pump and it's function and did not believe there was an issue with tamponade, outflow kink or pump failure and would be following the situation closely. The patient remains on lvad support while awaiting a heart transplant. No further information is available.

Event description:
In 2003, the patient was implanted with a vented electric left ventricular assist device (lvad). On 10/29/2004, the vad coordinator contacted the manufacturer reporting that the patient's lvad was alarming power limit advisory. Seven days later, the patient went to or and had only the outflow conduit replaced. The vad coordinator stated that she was unsure how long this alarm has been occurring, but, it had been occurring during her full shift. When the vad coordinator called the manfacturer, the patient was in auto mode of 53bpm, flows 3.8lpm, stroke volume 80-83ml, bp 145/74 hr 108 pa 42/26 cvp 18. The patient remains on lvad support while awaiting a heart transplant.